Event description:
It was reported that during an arthroscopy, two pieces of the wand electrode broke off into the joint. Both pieces were successfully retrieved from the patient with an arthroscopic grasper. The arthroscopy was completed with non significant surgical delay using a smith and nephew backup device. No further complications were reported.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
The reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The electrodes have been heavily used and eroded. One electrode is deformed with one end bent. The second electrode has had a portion of each end detach and its center is deformed/eroded. Bio debris is present. Product was out of the original packaging. No packaging returned. A functional evaluation revealed the controller generated an e7 error when the wand was connected. When used with a bypass box, coagulation and plasma were generated on the remaining portions of the electrodes. The resistance measured at 1.04 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. (4) activating the device above recommended settings for prolonged periods of time. No containment or corrective actions are recommended at this time.